Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient¿s new ins reached eri prematurely due to a short of 41 ohms on electrode pair on the left side. Impedances were tested at 0.7v on both sides and were normal outside of the single short. The ins battery level was 2.3v at the time of this report. The patient¿s group a settings on the left side were 6.0v at 190 hz with a pulse width of 150 microseconds on contacts 1+, 2-, and 3+. Group a right-side settings were 3.0v at 190 hz with a pulse width of 120 microseconds on contacts c+, 8- and 9-. Cycling was turned off and the soft start/stop was set to 8 seconds. It was noted troubleshooting might be best focused on the lead as max resistance of the extension was 38 ohms and the short was 41 ohms. No surgical intervention had taken place at the time of this report. No medical symptoms were reported. No further complications were reported.